Event description:
It was reported that the tip of the ortho grip knee pointer broke off during setup for a total knee arthroplasty case. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During the device evaluation, we were unable to determine what caused the broken tip. It is possible rough or improper handling led to the broken tip. The device was repaired and returned to stryker stock.

Event description:
It was reported that the tip of the ortho grip knee pointer broke off during setup for a total knee arthroplasty case. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.